Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6).

Event description:
The event involved a plum duo infusion system, and it was reported that the patient was receiving propofol when the nurse entered the room to place the pump on standby. The nurse placed the pump on standby, disconnected the infusion, flushed the intravenous (IV) j-loop, and then reattached the propofol tubing. At the time the infusion was reattached, the pump remained in standby. The patient remained unconscious after the infusion was placed on standby. The nurse assessed the lower y-site and observed that the j-loop, which had been flushed, now contained propofol. The nurse also observed the drip chamber actively dripping. The nurse removed the line from the patient and placed it into a container. No dripping was observed after the line was detached from the patient. The infusion was running on the l1 channel. A curos cap was attached to the lower y-site. The event occurred during infusion there was patient involvement and no harm.